Manufacturer narrative:
Upon receipt, the lead under complaint and provided x-ray were subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed 32cm distal to the is4 connector pin that the wires of the conductor coil were found fractured, which is assumed to be the root cause of the reported high pacing lead impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis of the provided x-ray gained no further information. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The lead showed impedance greater than 3000 ohm. A new lv lead was implanted.